Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification. Evaluation performed flow accuracy testing at a rate of 125ml/hr with passing results of -3.0512% accuracy error which is within 5% specification. Review of the event history log found no information to support accuracy issues. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow testing in the biomed service department. There was no patient involvement. No additional information is available.